Event description:
Additional information was received that this device was returned for reliability analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement procedure, this device was connected to the leads and no capture was noted. The physician then disconnected and reconnected the device again, with no capture noted. The physician believed that the right ventricular (rv) lead was inserted into the rv port and that the lead was fully inserted. The set screw was tightened during both attempts, with tug test performed. On each lead, threshold measurements were verified to be 0.5v @ 0.5ms. The device was connected a third and final time, with no capture noted on the surface lead. The patient implanted with the device system was reported to have complete heart block (chb) with an escape rhythm of 25 bpm. The physician ultimately removed this device and implanted a new device, which paced both atrium and ventricle once connected to the leads. No adverse patient effects were reported during the procedure.